Event description:
The customer called to report his insulin pump lost. The customer also stated that he had been in and out of the hospital. The reasons for the hospitalizations were unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.